Event description:
Adverse reaction experienced from implanted devices as part of a spinal fusion performed in 1992. The rod used in the system broke loose from the fusion and punctured one of the complainant's kidneys, requiring add'l surgery.